Manufacturer narrative:
Concomitant medical products: 694965 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead during ventricular arrhythmia episodes on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.